Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Device code a1502 is being used to capture the reportable event of misplaced - vascular.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2023. Fiducials were administered transperineally prior to implant procedure, and the procedure was done under local anesthesia. A computerized tomography (CT) simulation was done on (B)(6) 2023. The scan revealed the hydrogel to be at the left side of the prostate, potentially into prostate capsule. It was observed that the hydrogel migrated circumferentially into the venous plexus surrounding the prostate. This was likely since the hydrogel could have gotten into the venous plexus just posterior to the prostate capsule and then was able to migrate circumferentially. The hydrogel appeared to move inferiorly through the venous plexus to the prostatic apex as well. The patient complained about a slight discomfort with the placement and feeling of fullness. Currently, the patient was reported to feeling ok. It was noted that the physician preferred, as far as next steps, to continue with treatment as planned. The patient is planned for 28 fractions of intensity-modulated radiation therapy (imrt).